Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. On the third day of support, the physician stated that they believed the patient was in septic shock, and a source of infection was not provided. Additionally, the patient experienced a large amount of bleeding at the impella access site. As a result of the bleeding, the impella cp was removed by a vascular surgeon. The patient survived impella explant, however patient procedure outcome is unknown.

Manufacturer narrative:
Device status: the impella was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.